Event description:
We were notified on 11-nov-2025 of a device failure that resulted in a fire at a customer location on (B)(6) 2025. There were no mentioned injuries. Location has mentioned that our device caught on fire which resulted in complete loss of mentioned device along with damage to facility the device is located in. Inspection of the device in question has not occurred as of yet. Our office is working with location's insurance and legal team on scheduling a visit. Going over our device history record & looking through our crm systems, we have no history or complaints from our customer regarding this particular piece of equipment. We request our customers have a 10-year inspection on all of our devices. Looking through customer history, they have not requested a 10-year inspection on any of their devices manufactured by our company. We were able to identity the customer purchasing the same make / model back in 2013 (serial#: (B)(6) but currently there is no conformation this is the device in question from the customer.